Manufacturer narrative:
Physio-control evaluated the device and confirmed the reported problem. The root cause of the failure was not determined because the customer declined repair of the device. The device was returned to the customer.

Event description:
It was reported that the device failed to turn on using battery power. There was no patient associated with the reported event.